Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer reported malfunctioned arctic sun device. As per follow-up information received via email on 16jan2023, customer informed them that the instrument was not cooling. The patient was not involved.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined as the reported issue could not be duplicated during evaluation. A device history record review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The reported event was unconfirmed so labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that customer reported malfunctioned arctic sun device. As per follow up information received via email on 16jan2023, customer informed them that the instrument was not cooling. The patient was not involved. Per sample evaluation result received on 06apr2023, arctic sun device could not be filled. The device could not be filled. Error 041 (low internal flow). Defective circulation pump.